Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, there was great resistance when passing the lead through the catheter. When placing the lead, the torsion force could not be transmitted to the lead tip. After several attempts the lead could not be fixed to the target position. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.